Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt underwent an intrathecal baclofen pump replacement procedure in february, in which a 20 cc pump was replaced with a 40 cc pump. Since the replacement procedure, the pt had struggled with wound breakdown and infection at the pump site. The pt has had "2-3 other" operating room procedures performed in an attempt to treat the problem and salvage the pump. The pt's pump was again replaced on (B)(6) 2011 with another 20cc pump. It was indicated that no signs/symptoms of withdrawal were ever noted; and no troubleshooting was done. It was later reported that the pt was discharged from the hospital. According to the reporter, there were no current issues and the pt had recovered. The drug used in the pump at the time of the event was lioresal.